Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a screen malfunction was confirmed and duplicated during product evaluation. The root cause was assigned to a faulty main display. The main display was replaced in order to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a screen malfunction. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.the user interface module software version of this pump is currently unknown.